Manufacturer narrative:
Product ID: 3888-45, lot# v378496, implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3888-45, lot# v378496, implanted: (B)(6) 2009, product type: lead. Product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
It was reported that there was no alleged product issue. The patient was scheduled for a lead revision on (B)(6) 2013. It was unknown if there were any patient symptoms or complications associated with the event. It was unknown if any diagnostic testing or troubleshooting was performed. The patient outcome was unknown at the date of report.

Event description:
Additional information received reported that the lead revision was cancelled and no other revision was planned. It was noted that p re-operatively, they were able to get therapeutic stimulation.